Manufacturer narrative:
Investigation summary: complaints with higher priority were addressed first based on volume and aging. This complaint does not require further investigation as it meets the (B)(4) justification. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a system fault. The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.